Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette had leaked due to a tiny hole. The hole was reported to be about an inch or two from the patient connector. This was noted during peritoneal dialysis therapy, while the patient was connected. The patient woke up soaked with fluid. The patient was prescribed vancomycin prophylactically. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection using magnification identified damage to the patient line tubing. Functional testing performed included leak testing, clear passage testing, clamp function testing and device-device interaction testing with a leak from the patient line tube noted. The damaged tubing was replaced with lab tubing and the device was tested with no issues. The reported condition was verified. The cause was determined to be a hole in the patient line tube. Should additional relevant information become available, a supplemental report will be submitted.